Manufacturer narrative:
(B)(4).

Event description:
It was reported that this entire system was explanted approximately three months after implant due to a suspected infection. The patient had scratched the device wound, and the area was red. No additional adverse patient effects were reported.